Event description:
It was reported that it was requested for review of shock impedance data of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed shock impedance trend data and found that the values were high out of range for two lead vectors measuring up to 212 ohms. Ts noted that it was being reported as out of range because the programmed vector of right ventricular (rv) lead coil to can was not out of range at 121 ohms. Ts suggested reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this ICD system remains in service.